Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). (B)(6) 2017: the patient had unspecified injuries related to a defect in the 3dmax (device #1) and underwent revision surgery and implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the 3dmax (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."